Event description:
Information was received that reported a pt had been hospitalized on 12/16/05 due to diabetic ketoacidosis. The pt reports that for 3 weeks prior to the hospital admit her blood glucose had been running high. When her blood glucose levels would rise she would change out her tubing and site but her bllood glucose continued to run high. The pump settings were checked and a test bolus was performed and the pump appears to be operating correctly. The device will be returned for evaluation, to ensure that is if functioning correctly and did not contributed to the reported incidence.